Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one el5ml device was received with the shaft slightly bent which caused difficulties to open the device. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips advanced into the jaw as intended; however, the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire. When they went to clip the artery, the device got stuck on the artery. They were able to get it off without harm. It was not reported how the procedure was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did this event occur with the initial firing? Did the surgeon try to pull the trigger from the handle? Not that I am aware of is the surgeon aware that the firing trigger may need assistance in returning all the way forward? It didn't matter because it stuck closed. How was the device removed? He was able to pull it off from the clip. Was there any tissue damage? No